Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 95-105mg/dl fasting. Verified test strips expire 12/29/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 203mg/dl and 206mg/dl non-fasting. Reviewed meter memory: (B)(6). Memory concerns: 143, 211, 212mg/dl. Customer has gestational diabetes, she requests we replace products through her local pharmacy, as she needs to test as soon as possible. Adverse event not reported.